Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be peeling on the left side of the "up" keypad button. The "up" down" and "ok" keypad buttons were intermittently responding and required excessive force to activate. The keypad was removed and the "ok" key contact was observed to be inverted and did not always spring back. Additionally, the "up" and "down" key contacts became inverted when pressed and did not always spring back. There was also evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the buttons were slow to respond to button presses on the keypad. The buttons have to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to water. The buttons do not click or spring back.